Event description:
During stage 3 of a bruce protocol stress test a pt fell down while using the treadmill. The attending nurse then tried to stop the treadmill, but could not get it to stop or slow down via the stop belt or speed decrease button on the q-stress monitor. They unplugged the treadmill to stop the belt. Customer does not have an optional emergency stop button installed on the treadmill. The pt rec'd an abrasion, but did not require medical or surgical intervention.

Manufacturer narrative:
Field svc engineer was dispatched to site. He performed a general preventive maintenance on the sys and verified keyboard operation. He ran several simulated stress tests to verify operation; sys operated as designed. Sys log files were retrieved and forwarded to engineering for review. It was clear from the log files that there was no indication of an uncontrolled treadmill on the date the incident happened. It was concluded the cause of the incident was most likely the result of user error.